Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was programmed with multiple basal rates and monitored. All basal profiles delivered their indicated amounts and were properly recorded in the history files. After testing, it was concluded that the device operated within specs.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading was 169 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer changed his infusion set three times on the day of the event. The customer stated that he does not think his basal rates are being delivered. Nothing further was reported.